Manufacturer narrative:
This follow-up report is being filed to relay the date for the revision procedure, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a hip arthroplasty approximately a year and a half ago. Subsequently, patient was revised on (B)(6) 2013 due to stem loosening. The stem and segment were removed and replaced.

Event description:
It was reported patient underwent a shoulder arthroplasty approximately a year and a half ago. Subsequently, patient was revised on (B)(6) 2013 due to stem loosening. The stem and segment were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).

Event description:
It was reported patient underwent a hip arthriplasty approximately a year and a half ago. Subsequently, surgeon has recommended a revision procedure due to stem loosening. There has been no reported revision procedure. No further information has been provided to date.